Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor quality image.

Event description:
It was reported that an exalt model d scope was used during preparation for an endoscopic retrograde cholangiopancreatography (ercp) for treatment of stones on (B)(6) 2023. Upon submerging the scope in fluid a honeycomb effect was observed on the screen. Suction was used to minimize the effect and the physician was able to complete the procedure with the malfunctioning scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor-quality image. Block h9 (correction/removal reporting #). On october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h11: block h6: evaluation conclusion code corrected based on updated device evaluation. Block h7, h9: were corrected, the reported device lot number was identified within the boston scientific product removal notice.

Event description:
It was reported that an exalt model d scope was used during preparation for an endoscopic retrograde cholangiopancreatography (ercp) for treatment of stones on (B)(6) 2023. Upon submerging the scope in fluid a honeycomb effect was observed on the screen. Suction was used to minimize the effect and the physician was able to complete the procedure with the malfunctioning scope. There were no patient complications as a result of this event.